Event description:
It was reported that a hole was identified on the tip of the balloon during inflation. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The complaint investigation is inconclusive for a hole in the balloon, as the balloon could not be inflated due to the poor sample condition (i.e. Dried saline crystals blocking inflation lumen). The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.